Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pressured leak test failure on plug and cable unit and the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the camera head had no connection to the tower with no response. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to damage on cable unit.

Event description:
No additional information received from customer.